Manufacturer narrative:
The malfunction was duplicated. Evaluation of the device found that the language software was not installed. After reinstalling the language software, the malfunction was no longer seen. The customer declined the repair of the device, and the device was returned to the customer labeled "not for clinical use." Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device was unable to power on. Complainant indicated that there was no patient involvement in the reported malfunction.